Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2008.(B)(4).

Event description:
It was reported that the right ventricular lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.